Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent an open reduction and internal fixation procedure on (B)(6) 2001 due to periprosthetic fracture. It was further reported that patient underwent a revision procedure on (B)(6) 2001 due to the periprosthetic fracture.